Manufacturer narrative:
The remaining device was not available for evaluation as it was discarded by the hospital. It is possible that the k-wire was impinged by the screw and broke upon insertion or removal; however, the exact cause of the reported issue could not be determined.

Event description:
It was reported by a representative from germany that the tip of the k-wire broke and was left inside the patient.